Event description:
The report received from the affiliate states that during the procedure, when the physician deflated the balloon, it only partially deflated. Therefore, he changed to another balloon and the procedure was completed. No impact to the patient.no additional patient or procedural information is available.

Manufacturer narrative:
The report received from the affiliate states that during the procedure, when the physician deflated the sakura fire star, 2.00 x 10, 2 balloon, it only partially deflated. Therefore, he changed to another balloon and the procedure was completed. There was no reported injury to the patient. Information about the type of contrast and saline ratio used was not available. No additional patient or procedural information is available. One non-sterile sakura firestar 2.00 x 10 mm was received coiled inside two plastic bags. Inflation medium residues were observed. No other anomalies were observed. Inflation residues were removed and inflation/ deflation functional test was performed and the times were found within specification parameters; no anomalies were detected. Analysis results showed that the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed since no anomalies were found during analysis. The exact cause of the reported failure could not be conclusively determined. Based on the limited procedural information available for review, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.